Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cardiere forceps instrument was analyzed and found to have insulation damage on the outer main tube. The tube insulation damage measured roughly 5.200" x 2.980". The damage was on the distal end of the instrument. The missing fragments were not returned. The complaint regarding the detached instrument housing was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the cadiere forceps functioned properly. However, the adapter detached from the housing when attempting to remove the instrument. The customer tried to pull out the instrument but it was stuck. The customer reinserted the instrument causing the sheath of the shaft to tear and become lodged at the end of the cannula. The customer was able to remove the instrument. The user completed the procedure using a backup cadiere forceps with no further issue reported. No fragment fell inside the patient. Isi followed up with the initial reporter and obtained the following additional information: the instrument was removed with the cannula but there was no increase in port size to remove the instrument and cannula together. The instrument was not grasping tissue when the issue occurred. An irk was not used to remove the instrument. There was no instrument collision and no injury to the patient.